Event description:
It was reported that a pump displayed a system error 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter's device eval is in progress. When complete, a supplemental report will be submitted.